Manufacturer narrative:
Additional information: additional information received reported the serial number, therefore the following fields have been updated accordingly: expiration date: 12/15/2019. Serial (B)(4). (B)(4). Catalog number: pcb00v0200. Device manufacture date: 12/15/2016. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. A slit lamp photo was provided and evaluated. The photo shows some condensation at the posterior portion of the lens. Medical cannot conclude anything from the picture alone. The history is vague except for the fact that there was retinal detachment repaired, which should not be caused by the iol. There is not enough information to determine why there is some particles at the posterior portion of the iol. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search of the complaint database was performed december 19, 2017 and revealed no additional investigation request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. The serial number was not provided. A complete date unknown; however, was reported as implanted (B)(6) 2017. The lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00v intraocular lens (iol) was implanted into the patient's operative eye in (B)(6) 2017. In (B)(6) 2017, there was a suspicion that the patient may have had cytomegalovirus (cmv), but a retinal detachment was discovered and an operation was performed. After the operation, the retinal cells dropped naturally behind the iol from the hole of retina when the patient was lying on his stomach. Reportedly, this retinal cell flows during perfusion with using irrigation and aspiration (ia), but the cells have grown considerably and sticks to the lens and a vitrectomy was performed. As the cells are in the central visual field, the patient's visual acuity was only 0.06, although retinal detachment processing was over. The patient noticed that it is also seen in other clear parts of the lens. The patient is still under observation and the doctor is considering replacing the lens because the patient was complaining of invisibility. No additional information was provided.